Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured pinhole upon first inflation, so pressure could not be applied. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.